Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found there was an error b30 (scope communication error). Based on the results of the investigation, the probable root cause was component failure, there was fluid invasion inside the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, there was an error b30 (scope communication error). There were no reports of patient involvement.